Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the bag ruptured upon extraction with specimen in bag causing specimen (gall bladder) to spill in patient. Patient had to receive antibiotics. Opened a new device and safely removed specimen. The device will be returned for evaluation. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the bag was torn at the bottom edge along the seam. As per visual evaluation, engineering confirmed that the bag was torn along the seam. Stretching traces were noticed near the opened section which might indicate that the bag was torn during the medical procedure. The bag was fully cinched. The bag was disengaged from the device with some string attached. Dried body fluids were present on the bag. The device had plastic remnant on the ring and the black shrink tubing was intact. The plunger and metal ring advanced and retracted properly. Replication of the observed condition may occur if the bag is subjected to a pulling or stretching force, thus rupturing the seam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
No device component fell into the patient cavity. The patient has now recovered.